Event description:
Patient had successful implant of a bifurcated device, a proximal cuff in 2007. During a follow up visit, CT scan revealed a proximal type I endoleak. Nine months later, patient was brought it to treat the endoleak with an additional proximal cuff. Physician ballooned to ensure good seal. Patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition (increasing aneurysm) and operational context contributed to the event.